Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited re-occurrence of noise. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited post-sensed t-wave over-sensing and noise. No intervention was performed. Patient condition was stable.